Event description:
It was reported that the end of the unspecified bd angiocath¿ IV catheter was accidentally shorn off when a blade was used to widen the insertion site for a stent to be placed. Surgery and a venogram were performed on the patient's arm, but the broken piece could not be retrieved or found. The following information was provided by the initial reporter: "angiocath was used and while the stent was being inserted, the placer used a blade to widen, and it sheared the end of the angiocath and now it hasn't been located. The arm was secured, the pt. Was taken to surgery for retrieval, and they were not located to locate it. A venogram was still not able to locate it."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the end of the unspecified bd angiocath¿ IV catheter was accidentally shorn off when a blade was used to widen the insertion site for a stent to be placed. Surgery and a venogram were performed on the patient's arm, but the broken piece could not be retrieved or found. The following information was provided by the initial reporter: "angiocath was used and while the stent was being inserted, the placer used a blade to widen, and it sheared the end of the angiocath and now it hasn't been located. The arm was secured, the pt. Was taken to surgery for retrieval, and they were not located to locate it. A venogram was still not able to locate it."

Manufacturer narrative:
No samples or photos were provided for evaluation. As a result, bd was unable to verify the reported issue or determine a defined root cause at this time. A production record review could not be completed as batch/lot information was not available. If additional information, photos or samples become available, bd will re-open this record and complete the investigation accordingly.

Event description:
It was reported that the end of the unspecified bd angiocath¿ IV catheter was accidentally shorn off when a blade was used to widen the insertion site for a stent to be placed. Surgery and a venogram were performed on the patient's arm, but the broken piece could not be retrieved or found. The following information was provided by the initial reporter: "angiocath was used and while the stent was being inserted, the placer used a blade to widen, and it sheared the end of the angiocath and now it hasn't been located. The arm was secured, the pt. Was taken to surgery for retrieval, and they were not located to locate it. A venogram was still not able to locate it."